Event description:
Status indicator flashing green every 6 seconds as expected but every flash is also producing a beep. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 28th august 2019. During testing at heartsine the status indicator was observed to be flashing green alongside a failure chirp, as per the reported fault. The measurements recorded would confirm a fault on the red status led, which had caused a reverse bias leakage current to beeper bp1.this had resulted in the reported fault of flashing green with chirp. The device was subject to final unit test at heartsine on the 28th august 2019 ¿ during this testing, no fault was found on the unit. This would therefore indicate the led had failed after this date. This issue shall be further investigated under (B)(4).

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Status indicator flashing green every 6 seconds as expected but every flash is also producing a beep. There was no patient involved in this event.